Event description:
Daughter of the end user reported that a weld busted on her father's (B)(4) full electric bed where the bed hooks together. Additional reportable malfunction for this device; head section came loose and the bed rail is coming apart.